Manufacturer narrative:
Scope not received for investigation yet. Picture of scope provided. Fault verified from picture. Scope retrieved for investigation from retention sample. The tip of the retention sample was verified being in good condition. Simulation test was performed on retention sample to replicate reported failure. An ett size 6.00mm and a dlt size 41fr. Was used being the minimum compatible sizes. The retention sample was lubricated and passed through the tubes smoothly. The test was then repeated with smaller sized tubes (ett 5.0mm and dlt 37fr.). The scope was stuck in the entry of the ett and could not pass. In the dlt the scope got stuck during insertion and after removal the tip was observed broken. No feedback was received from customer on the size of tube being used. Compatible sizes ett and dlt are indicated in the IFU. Based on available information and the performed simulation test it is suspected that scope got stuck in a tube with a noncompatible size (being to small) and removed with excessive force thereby causing the tip.

Event description:
Distal tip detached from the bronchoscope during procedure. The scope was removed from the patient immediately. Patient outcome not affected.